Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was stuck on the device manager initializing screen. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A field service engineer found that the station was stuck on the application while initializing the device manager. The fse powered down the station and the bd refrigerator using the documented process. The fse then rebooted both the refrigerator and the station, following the proper procedure. The station recovered successfully after the reboot. The hardware testing application test passed successfully. The system functioned as intended after the field service engineer repaired the device.